Event description:
Inaccurate results with glucometer. Pt found difficult to arouse, not coherent. Fingerstick blood sugar taken. Results showed 142. Repeat on other hand showed 80. Another machine was obtained which showed results of 53 + 57, lab results were 58.